Event description:
It is reported that the patient experienced a burning discomfort without relief during entire product's weartime (number of days unknown). It is further reported that product was discontinued after being seen in the emergency room.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Please note: three (3) issues associated with this product; therefore, a separate FDA form 3500a has been generated to address the other two (2) cases reported under patient identifier # (3):(B)(4). Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.